Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The drive support cap was noted to be flushed. The customer was advised that the device would have to be replaced and returned for analysis. It was noted that the customer had been using their mother's back-up insulin pump. The customer's mother states the son's original pump broke, but they never reported. The customer was advised that their original broken pump would be replaced, and need to be returned for analysis. The customer was advised that the mother's back-up pump would not be replaced, due to the mother already having upgraded pump.